Event description:
Initially, it was reported the pt had complications during and after her coaptite bulking procedure. The pt experienced a severe reaction to the bulking agent and went to the ER for treatment.

Manufacturer narrative:
F/u reported the pt experienced rigors, high fever with flu-like symptoms the following day, and went to the ER in 2008. The pt was diagnosed with pyelonephritis and treated with cipro. Her symptoms continued to worsen with severe joint swelling in the wrists and knees. She returned to ER two days later, and was prescribed prednisone for 10 days. The symptoms then resolved.